Manufacturer narrative:
(B)(6). (B)(4). Medical products - versa-dial 46 x 18 x 53 hum head, cat#: 113042 lot#: 456980; sm hybrid glenoid base 4 mm, cat#: 113952 lot#: 239910; pt hybrid glen post regenerex, cat#: pt-113950 lot#: 956640; comp primary stem 10 mm mini, cat#: 113630 lot#: 271140. Customer has indicated that the product will not be returned [as the hospital did not release] to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient, please see associated reports: 0001825034-2017-04871, 0001825034-2017-04872, 0001825034-2017-04873. Also, 0001825034-2017-00282 / 00283.

Event description:
It was reported that the patient underwent a shoulder arthroplasty revision due to a subscapularis rotator cuff tear approximately nine (9) months post-implantation. All components were explanted, except for the humeral stem, and replaced with reverse total shoulder components. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of information received and reassessment of the reported event, it was determined to be not reportable since it is unrelated to the event. The initial report was forwarded in error and should be voided.